Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer could not load multiple cartridges onto the pump. Reportedly, the customer believed the difficulty in loading a cartridge was due to damage on the pump's guide rails. The customer had manual injections as alternate insulin therapy. Blood glucose was in the low 100's (mg/dl).